Event description:
Patient presented to the ER physician with redness, swelling, and soreness at the neck incision site. ER physician prescribed antibiotics. Patient presented back to their following physician at a follow-up appointment with improvement. Physician prescribed another round of antibiotics.

Event description:
Patient presented back to the physician, after their infection had resolved, with continued pain at the chest incision site. Physician brought the patient into the operating room and removed the entire inspire system. Post-op antibiotics were prescribed after the procedure was completed.